Manufacturer narrative:
File changed from a malfunction to an si.

Event description:
It was reported that during a continuous cyclosporine infusion, the tubing was removed from the pump module to troubleshoot an air-in-line alarm. The set separated and leaked at the top of the pump segment. At this facility, the cyclosporine is considered a hazardous drug, and the rn was exposed. Although there was no patient harm reported, the infusion was delayed and consistent drug levels may have been compromised until the replacement bag was started and the infusion resumed. No other effects were reported.

Event description:
It was reported that during a continuous cyclosporine infusion, the tubing was removed from the pump module to troubleshoot an air-in-line alarm. The set separated and leaked at the top of the pump segment. At this facility, the cyclosporine is considered a hazardous drug, and the rn was exposed. Although there was no patient harm reported, the infusion was delayed and consistent drug levels may have been compromised until the replacement bag was started and the infusion resumed. No other effects were reported.

Manufacturer narrative:
The customer¿s report that the set separated and leaked was confirmed. Received from the customer is one used partial primary set presumed to be model 2420-0007 lot unknown. Visual inspection found that the customer sent in only the bottom half of the set from the pump segment and below. The end of the silicone segment that connected to the upper fitment was observed to have a ring retainer indentation. Functional testing could not be performed due to the customer only sending in the bottom half of the set from the pump segment and below; however it is obvious the set would have leaked due to the separation. The root cause of the customer¿s report could not be definitively determined due to receiving only a partial set from the customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when the tubing was removed from the pump module, it separated at the pump segment and leaked. There was no report of patient harm.